Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge. Customer reloaded the cartridge and loaded a new cartridge to resolve the issue. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.